Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation.

Event description:
Gynaecology pregnancy outside the uterus - "the tip of the obturator is broken. The surgeon is in vacation but we could join the nurse which assisted to the procedure "they saw the broken obturator at the end of the procedure, no specific movement, nothing different from unusual, the broken part is lost but the surgeon thinks it is not in the patient."